Manufacturer narrative:
The date of the event is unknown. Per the journal article, the date received by the publisher is february 15, 2023. Therefore, the date of event was listed as february 15, 2023. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the transcatheter structural valve deterioration is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Lvot obstruction in patients who undergo transcatheter mitral valve replacement is a known postoperative complication. In most cases of postoperative lvot obstruction, the obstruction results from the protrusion of the valve into the lvot or from abnormal subvalvular positioning of the prosthesis. Additionally, lvot obstruction may occur postoperatively if there is a narrowed mitral-aortic angle, or due to a thickened interventricular septum. Other possible causes include a hyper contractile left ventricle or atrial fibrillation. Obstruction of the left ventricular outflow tract can also be caused by patient factors (anterior mitral leaflet protruding into the lvot) or procedural factors (positioning of the valve frame within the annulus). Depending on the degree of obstruction, cardiac output and hemodynamic stability may be affected. Inaccurate deployment is generally a result of use error or a combination or patient and procedural factors. In some cases, lvot obstruction could result in clinically significant hemodynamic compromise that may require explanation of the thv with surgical correction. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (protrusion of the valve struts into the lvot) may have caused or contributed to the lvot obstruction. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Reference article: hibino, m., jonsson, a. A., halkos, m. E., & murphy, d. A. (2023). Robotic mitral replacement for a degenerated valve-in-valve transcatheter mitral prosthesis. Jtcvs techniques, 21, 83-85.

Event description:
As reported in the article "robotic mitral replacement for a degenerated valve-in-valve transcatheter mitral prosthesis", a patient with history of 3-time mitral valve replacement developed severe regurgitation 12 years after the third replacement with a 31 mm non-ew valve and underwent transcatheter mitral valve replacement procedure with a 29 mm sapien 3 valve at an outside hospital. Approximately 5 years post-implant of the sapien 3 valve, the patient developed symptomatic severe prosthetic mitral stenosis with left ventricular outflow tract obstruction related to the projection of the prosthetic mitral valve struts. Although there was no perivalvular leakage detected between the 2 prosthetic valves, there was evidence of paravalvular leakage between the non-ew tissue valve and the native annulus. The patient had an ejection fraction of 65% and mild to moderate tricuspid regurgitation. Therefore, the patient was referred for elective surgical mitral valve treatment. After explant of the devices, a 31mm non-ew valve was implanted successfully. The patient recovered well, and they were discharged home.